Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2016, the reporter contacted animas, alleging a button/keypad (audio bolus button tactile change prior to damage) issue. The reporter alleged the audio bolus button was under responsive. The audio bolus button cover was torn/punctured prior to this occurrence. There was no indication that the product caused or contributed to an adverse event. This issue is being reported because the issue has the ability to result in inadvertent or incorrect boluses which may result in over or under delivery.

Manufacturer narrative:
Follow-up #1: date of submission 03/23/2017. Device evaluation: the device has been returned and evaluated by product analysis on 03/01/2017 with the following findings: during investigation, the audio bolus button was torn in the center and was unresponsive. The audio bolus button cover was removed to find moisture damage on the button contact. The pump was opened to find no further moisture damage. Unrelated to the original complaint, the battery compartment was cracked from the threads to the left of the grip pad, and from below the grip pad to the case seal. Additionally, the display was dim with reddish text. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.